Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for urinary dysfunction/sacral nerve stim. And pelvic floor/gastrointestinal reported when they sat in a chair the implantable neurostimulator (ins) got caught when they got up in a hurry and they felt a really sharp pain ¿that was tearing her up, her knees buckled, and they noticed diminished control of their symptoms.¿ currently there was pain and it ached every time they sat on the couch or something touched it. The consumer further reported the device had moved and they were experiencing pain at the site, which occurred maybe a week ago. The consumer also wanted to know how to change the settings, and were redirected to their healthcare provider (hcp) to discuss these issues. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.